Event description:
It was reported that the patient still experienced incontinence with an artificial urinary sphincter (aus). A cystoscopy was performed and it determined the device was working appropriately. However; the patient was still not satisfied with the level of continence. A revision surgery was performed in which a new balloon was implanted. There were no further patient complications reported.